Manufacturer narrative:
Explant at implant is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient¿s anatomy, and not a malfunction of the device. There may be cases in which regurgitation is detected by tee prior to the completion of the surgical case and exchange of the valve is required. Explantation of one valve and implantation of another valve may result in complications. In this case, the avr likely facilitated mitral regurgitation which required exchange of the device and repair of the mitral valve. The root cause was likely due to patient and/or procedure related factors contributed to the event. Attempt has been made to obtain the product for evaluation; however, no product was returned for evaluation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that this 23mm 3300tfx aortic pericardial valve was explanted at implant to be able to repair the mitral valve. After the implant of this aortic valve, it was found in the intra operative toe that the valve was functioning fine, but there was significant mitral regurgitation. It was thought that this mitral regurgitation could be due to the distortion of the mitral annulus caused by this aortic valve so it was decided to explant it. Another non-edwards sutureless valve was implanted in replacement with good results, but the mitral regurgitation persisted. Upon careful re-examination of all pre-operative, the echoes showed the mitral valve was very sclerotic and the anterior leaflet was very short, so the process of the aortic valve replacement itself posed an interference. It was decided to additionally repair the mitral valve. An edwards physio ring was used to reconstruct the mitral annulus obtaining satisfactory mitral valve function. The patient was discharged.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date) and h4. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.